Manufacturer narrative:
Correction g3 ¿ date received by manufacturer should have been jun 21, 2024 rather than mar 5, 2024 as reported in follow-up number 1.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the right ventricular lead was oversensing noise and causing pacing inhibition which resulted in asystole. The lead was explanted and replaced.